Event description:
It was reported that while trailing the body implant, the screwdriver tip broke inside the body of the implant. There were no consequences or impact to the patient; additional devices were used.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; d10; g3; h2; h3; h4; h6. D10: cat #: 31-301355/ arcos con sz e hi 80mm trl/ lot #:761320. Visual examination of the returned product identified the tip of the hex driver had fractured inside of the trial body. There are wear lines on the shaft of the driver. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.